Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak during the use of a clearlink duo-vent solution administration set. The leak was further described as, ¿noticed that the tubing was dripping on the outside of the line¿. The leak was observed during infusion of etoposide to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.